Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that all the customer's spectrum pumps experienced the following issue on a recurring basis: "whenever the new IV pumps detect even the smallest air bubble the pumps alarms and stops requiring the user to remove and reinsert the tubing to clear the "air in line" alarm. There is no override. This is a serious problem in critical care where patients may be on high doses of vasopressors that cannot be interrupted without causing a dangerous drop in the patient's blood pressure." It was also reported that there has been no isolated events. Any patient involvement, patient injury or medical intervention is unknown.